Manufacturer narrative:
D10 concomitant product: abstack30x; abstack30x abs fixation device30 tacks; (lot number: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after performing the laparoscopic incisional hernia repair, it was identified that the mesh used had been placed inside the abdominal cavity, which is not its intended location. As such, a reoperation was performed on the same day, and the mesh was replaced with one intended for abdominal cavity placement. It was also noted that during the removal operation of the mesh, because the tacker was detached, there was slight bleeding due to the fired tacker.